Manufacturer narrative:
The customer returned the meter and test strip lot: 6577932. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
E3-occupation is patient/consumer (daughter reported) the test strips were requested for investigation. Test strip lot 65031521 was provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, and qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Test strip lot 65779321 was not returned. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. H3 other text : na.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(6) compared to a laboratory using an unknown reagent. At 10:31 am, the meter result using test strip lot 65031521 was 4.8 inr. The result from the laboratory within an hour was 3.1 inr. On (B)(6) 2023 at 8:21 am, the meter result using test strip lot 65779321 with unknown expiration date was 3.7 inr. At 8:45 am, the result from the laboratory was 2.8 inr. Customer's therapeutic range is 2.0-3.0 inr. The customer tests once per week.